Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom constant downstream occlusion alarms through review of the event history log, but did not reproduce it. The device was operating within specification in relation to the reported symptom, and passed all testing.

Event description:
It was reported that a spectrum infusion pump constantly alarmed downstream occlusion. It was also reported that there was no patient injury.